Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor, post-reset alarm or battery anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer¿s blood glucose level was in 100s mg/dl. The customer reported that the insulin pump had a post-reset ram crc alarm and an error in the motor was detected by reading unexpected value from hall sensor. The customer reported that they were able to clear the alarm but unable to complete insulin pump rewind. The customer reported that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.